Event description:
It was reported that the workstation on the 2800 system is not booting up. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the power control and surge suppressor pcbs and the power switch. The system was tested and found to be working as intended and placed back into service.